Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. Since the reported failure could not identified. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
It was reported that the video system center experienced unit turning green intermittently. The issue occurred during sedation of a diagnostic colonoscopy procedure. There were no reports of patient harm.